Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet on the first day of therapy, with a documented lowest blood glucose of 52 mg/dl and approximately 15 minutes spent below target; the user treated with oral carbohydrates (apple juice and glucose gummies) and received coaching on meal announcements while low. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management without medical intervention, hospitalization, or use of backup therapy. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed an undetermined cause. It was concluded that the event was consistent with hypoglycemia of unclear etiology, with no device alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.